Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of sleeve leakage through a corrective and preventive action (CAPA#1800001).

Event description:
It was reported that during use with a bd vacutainer® flashback blood collection needle blood leakage occurred due to poor sleeve function. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2020, when the blood collection teacher used a straight needle to collect blood, the rubber sleeve at the tail failed to rebound normally, resulting in a large amount of blood leakage, which caused multiple complaints from patients and strong dissatisfaction from the blood collection teacher. This happened when the first blood collection tube was connected. Many needles of this batch had problems that the tail rubber could not rebound. In this regard, clinical operators strongly suspected that the straight needles of this batch had quality problems. I hope to find the cause of the leakage and give an answer as soon as possible.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® flashback blood collection needle blood leakage occurred due to poor sleeve function. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2020, when the blood collection teacher used a straight needle to collect blood, the rubber sleeve at the tail failed to rebound normally, resulting in a large amount of blood leakage, which caused multiple complaints from patients and strong dissatisfaction from the blood collection teacher. This happened when the first blood collection tube was connected. Many needles of this batch had problems that the tail rubber could not rebound. In this regard, clinical operators strongly suspected that the straight needles of this batch had quality problems. I hope to find the cause of the leakage and give an answer as soon as possible.